Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that ft2252, possible false negative".

Manufacturer narrative:
H.6. Investigation: customer complaint alleges false negative failures of their bactec fx 441385 sn(B)(6). Complaint states that after 7 days a myco lytic f bottle was showing negative, but customer stated the bottle looked suspicious, so gram stain was performed and streptococci was found. Bd service requested and reviewed the log files but nothing in the files showed an issue with the instrument. No further communication was provided in the investigation and no work order was ever issued. Based on lack of information, this complaint is unconfirmed and root cause is unknown. Device history review is not applicable as this does not allege an early life failure of an instrument. Review of risk management files confirms there are no new or modified risks associated with this failure mode.bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that ft2252, possible false negative."